Event description:
The number 11 blade is breaking off and falling into pieces. The blade broke during removal after it was used and procedure was complete. There was no danger to the pt.

Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation.